Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient was feeling stimulation in a different area than when they were at the healthcare provider¿s office. They also stated that it felt like they may have pulled the wire. It was noted that their trial started on (B)(6) 2017. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient was feeling stimulation in the pelvic area and that they had a good test, "leads pulled wed." No further complications anticipated.